Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Patient reported he felt dizzy and treated himself with juice. Patient did not calibrate according to user guide recommendations. Patient did not report any injury or medical intervention.